Event description:
The customer reported to olympus, the duodenovideoscope elevator knob was not working, not elevating. The issue was found during the diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was a cut on switch 1. The distal end plastic cover had dents and scratches on hold ring. The light guide lens had small chips at the edge. The bending section cover rubber had a crack in the glue. Heavy and spongy up elevator knob pulled grip down and opened scope cover was dry. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the duodenovideoscope elevator knob was not elevating. Further follow-up with the customer confirmed the forceps elevator did not move up at all. Per the legal manufacturer, this issue of the forceps elevator not moving up is not likely to cause or contribute to death or serious injury if the malfunction were to recur.